Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited high capture threshold and high pacing impedance. The lead was not used. The patient in stable condition.